Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date 01apr2023 was chosen as the best estimate based on the date that the manufacturer became aware of the event, 04apr2023. Block h6: problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10. The returned exalt model b monitor kit was analyzed and the reported complaint was unable to be confirmed as product analysis could not replicate the issue. Although product analysis was unable to replicate the failure, an analysis of the device log files found an intermittent issue when connecting single use devices (suds) and narrowed the field of potential root causes to the scope connection port, internal hardware failures, or internal connections between electronics in the unit. Product analysis was unable to fully isolate the error to any specific hardware component. The failure is considered a random component failure, as the issue presented after extended use during the life cycle of the product, indicating it is unlikely an issue traced to manufacturing or production. Based on the investigation findings, the cause code selected is cause traced to component failure, which indicates that the failure was an expected or random failure with no relation to design or manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. Block h11: block h6 impact code has been corrected.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor kit was used during an unknown procedure on an unknown date. It was reported that during the procedure the image of the exalt model b monitor turned off several times. The patient status is unknown. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor kit was used during an unknown procedure on an unknown date. It was reported that during the procedure the image of the exalt model b monitor turned off several times. The patient status is unknown. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).